Event description:
A report was received that the patient's ipg site would get hot and shock her during charging. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the physician did not suspect any device malfunction.

Event description:
A report was received that the patient's ipg site would get hot and shock her during charging. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient's ipg site would get hot and shock her during charging. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the reason why the patient will undergo a revision to replace the ipg was due to inadequate stimulation. The device was working properly. The patient will take no further course of action.